Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving baclofen (3000 mcg/ml at 566.2 mcg/day) via an implantable infusion pump. It was reported the patient had a small ulcer develop over the pump reservoir after the last refill. An examination on (B)(6) 2016 revealed a 3mm diameter ulcer noted in the mid to upper right portion of the pump reservoir location. Laboratory testing gave results of "sed" rate normal, rbc (red blood cell) below normal, and hematocrit above normal on (B)(6) 2016. The patient was administered the medication clindamycin on (B)(6) 2016 as an intervention. The outcome of the event was noted to be ongoing. The etiology of the event was noted to be possibly related to the device or therapy and unlikely related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 13-jul-2017 indicating that upon examination, there was a 3mm diameter ulcer noted in the mid to upper right portion of the pump reservoir as of (B)(6) 2016. As of (B)(6) 2017, the previously noted ulcer in the mid to upper right portion of the pump reservoir had healed. The outcome was updated to 'resolved without sequelae' as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.